Event description:
Physio-control is investigating failures of a high voltage transformer identified during the production process. In each case of a failed transformer, the device did not charge to more than 2 joules. There have been no reports of this failure from product in the field.